Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2017, during use of right ventricular (rv) lead the lead exhibited high threshold with sudden rise and remained in use. It was also reported that in (B)(6) 2017 the patient experienced persistent pericarditis. A computerized tomography (CT) scan revealed rv lead perforation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.